Event description:
Patient was revised because of knee pain and discomfort.

Manufacturer narrative:
Investigation: a review of the device history record for the tibial insert, sc1586-3-10, lot number 4190-021401 showed that 51 pieces were produced in this lot. The review also showed that no material property, mechanical, or dimensional discrepancies existed in the production of this lot. Records also indicate that all 51 pieces produced in this lot have been implanted. A review of the complaint log showed that there have been no other incidents related to unusual wear characteristics for this device. Conclusion: there is information that supports a reasonable conclusion that the device did not malfunction or cause a serious injury.